Event description:
Customer's wife reported that customer passed away on (B)(6) 2014. She was contacted to obtain a full death report, but only a voicemail was left. Customer's wife was contacted again the next day, but she stated that now was not a good time to talk. A call back was scheduled for (B)(6) 2014 to discuss the details of customer's passing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).